Event description:
Procedure: lap gastric bypass. Pt sex: unk. According to the reporter: when going across the stomach the handle broke, the cartridge and metal piece fell off into the body cavity, piece was removed from the body and the staple line was not formed. Delay time 30 mins. There was no blood lost. They used another handle and continued.

Manufacturer narrative:
.